Event description:
A customer reported a cgm error 255 (42) while using their pump. There was no adverse impact to the customer¿s blood glucose level as the error did not recur. Technical support assisted the customer by providing complete pump reset information and guided them through the reset process, which successfully resolved the issue, allowing the customer to start their sensor session.